Event description:
A diagnostic ercp was performed on a female with unknown medical conditions. The physician advanced a sphincterotome over a prepositioned wire guide, removed the wire guide and carried out the sphincterotomy. Current was applied to the device as the distal tip was manipulated and the cutting wire detached. The physician removed the sphincterotome and endoscopically surveyed the area for the detached cutting wire and finished the procedure with another sphincterotome. The pt was discharged from the endoscopy suite. During the cleaning of the endoscope the missing portion of the cutting wire was located in the accessory channel.